Event description:
It was reported that the patient was in church and sitting in front of the sound booth when they felt lightheaded and dizzy. This happened once before when sitting in the same area. The patient went outside and then felt better. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).